Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributer. It was reported that the status of the pump and catheter were unknown. It was unknown if the devices would be returned.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at an unknown dose rate via an implantable pump for spinal cord injury. It was reported that a new implantation surgery occurred on (B)(6) 2024. The patient was at their outpatient visit on (B)(6) 2024 because they were not feeling well. An infection was observed in the pocket in the back during the examination on (B)(6) 2024. The patient had good postoperative progress but visited the hospital for feeling unwell. On CT, the catheter in the abdominal side could not be confirmed, and a rupture was suspected. A culture test revealed an infection in the back pocket. The causal relationship between the procedures is unknown. The system is scheduled to be removed. Catheter rupture was not confirmed at this time, so causality was unknown. It was noted that there were no particular problems with the surgical procedure. The onset of the suspected catheter rupture was (B)(6) 2024. The onset of the back pocket infection was (B)(6) 2024. The outcome of the suspected catheter rupture and back pocket infection was noted as not recovered as of (B)(6) 2024. Regarding the suspected catheter rupture, the relationship of the event to the drug and pump was unrelated and unknown if related to the catheter or procedure. Regarding the back pocket infection, the relationship of the event drug, pump, and catheter were unrelated, and unknown if related to the procedure.

Manufacturer narrative:
Concomitant medical product: product ID 8781 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial#: (B)(6), ubd: 03-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The serial number of the pump was provided. The type of infection was unknown. The explant date was unknown. It was further noted that the situation after that was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot#/serial# (B)(6), implanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributer. The pump serial number was clarified as (B)(6).